Manufacturer narrative:
Manufacturers ref# (B)(4). G4 - PMA/510(k) #) similar to device marketed under: p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study, wce-mdr2091: EU custom made aortic data collection project: on the (B)(6) 2026 (5 days post-procedure) the patient had a follow up computed tomography (CT) scan with contrast performed. This revealed a persistent type IV endoleak. On the procedural imaging, (B)(6) 2026 a type IV endoleak had already been indicated. All the stent grafts were patent. No evidence of stent graft integrity issue(s). All intended side branch stents were intact. Patient outcome: the site noted the endoleak was not treated at this time. The patient will be followed in the study program follow up visits. No other outcome information available.